Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced scrotal pain. The pump migrated high in the scrotum, resulting in discomfort for the patient and was scarred just below the phallus. As a result, the pump and cylinders were removed and replaced, while the original reservoir was left in place. The new pump was positioned dependently in the scrotum. No additional patient complications were reported.